Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Insulin pump received with broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons was hard to press the seal around the reservoir compartment was crack. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated that the reservoir was unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.